Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during the pre-discharge check, no capture and no sensing was observed on the atrial lead. It was suspected the lead was dislodged. The physician repositioned the lead on (B)(6) 2019. The patient was stable after the procedure.